Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during rewind. The customer's blood glucose was unknown at the time of incident. The insulin pump was that they were able to see drops at the end of the tubing without any motor error alarms. The customer stated that a no reservoir alarm occurred while performing displacement test. The customer stated that the a motor error alarm recurred while performing manual prime and fill tubing. The customer stated that the drive support cap appeared normal. The customer stated that the no delivery alarm was resolved by changing the infusion set. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will not be returned for analysis.